Manufacturer narrative:
An engineer of the local dräger field service has examined the device onsite and could confirm the reported issue. The touch screen unit was removed from the device and visually inspected in detail but no nonconformities were observed. The unit was reassembled followed by screen calibration whereby the reported phenomenon could be rectified. A clear explanation for the issue could not be found, most likely the resistive layer of the touch screen was simply requiring recalibration; parameter may drift over time due to influence of environmental conditions such as temperature and/or humidity. The respective device model is inconspicious in regard to these phenomena and, it is thus seen likely that the reported issue was related to the specific conditions of the use environment for this particular device.

Event description:
It was reported that the user interface of the device was suddenly irresponsive upon which the users decided to replace the device in a controlled maneuver. No patient consequences have reportedly occurred.